Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a loose pitch cable at the grip hub. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. Additional observation related to customer complaint: the instrument was installed on an in-house system and functional test failed unintuitive motion. The motion exhibited by the instrument was not precise, and not proportional to what was commanded by the master tool manipulators (mtms). This behavior was observed in the pitch movement and presented on 3 out of 3 installs, indicating a misalignment of the coordinate frames during the engagement sequence. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. The cause of the loose of tension could not be determined. Please refer to MFR report number numbers 2955842-2025-40687 for a repeated occurrence of this issue with the same instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument that was previously not responding properly to the console's rotation commands, was retested and used in a subsequent procedure with a different surgeon. The same issue of not responding properly to the console's rotation commands occurred again. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding the repeated event: the reported event recorded in this complaint was identified as a repeated occurrence. During the surgical procedure, the maryland bipolar forceps instrument was found to have intermittent malfunctions. As observed, the instrument did not move according to the commands, and when it did, it made smaller, abrupt movements and, at times, in the opposite direction to that intended by the surgeon. At times, there were also involuntary movements and a lack of response to commands. The problem was solved only after the instrument was changed.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.